Event description:
It was reported that during a coronary drug eluting stent treatment procedure, stent damage occurred. The taxus express2 2.5x12mm drug eluting stent was to be used to treat a calcified lesion in the mid left anterior descending artery. The distal tip of the stent struts flared. A maverick was used to predilate and the procedure was completed with a mini vision. No patient complications were reported.